Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lobectomy. The surgeon was not able to press the green button and squeeze the handle therefore the device did not fire. Another device was used to complete the case. There was no patient injury.